Event description:
As per pss implant request case: previous stanmore right intercalary tibial prosthesis with subsequent revision of distal portion (revision prior to 2012). Proximal fixation now loose. Plan is to revise proximal stem but leave distal part of prosthesis as well fixed. Preserve ankle and knee joints. Will need extracortical plate for screws.

Manufacturer narrative:
Reported event: an event regarding loosening involving a patient specific, midshaft tibia, tibial stem was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: it was reported that the patient was planned to be revised due to loosening of the proximal stem. The exact cause of the event could not be determined because insufficient information was provided. Additional information including x-ray images, operative reports, pathology reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
No new information.